Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, two clips were difficult to release. The procedure was completed with another resolution 360 clip device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.